Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a bent infusion set cannula, and symptoms were noticed by the patient three or more hours after insertion. The patient reported a high blood glucose (bg) level, but the specific value is unknown. The patient obtained their bg value from both a continuous glucose monitor (cgm) and a bg meter. To address the high bg, the patient took a correction bolus via a pump and a correction injection via multiple daily injections (mdi). They also changed the infusion set and cartridge, as the correction injection was able to lower the bg value. The site was inserted in the abdomen, and there was no impact on the site area. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.